Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Weight unknown / not provided. PMA/510(k) numbers: k011028, k013227. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the doctor tried to remove the cover screw but it became stuck on implant tooth site #13 and the implant was also removed.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. H10: narrative/data was updated. One (1) impl scr-v mini sbm 3.3mm 3.5mm 10mm (svmb10) was returned for investigation. Visual evaluation of the as returned product identified the implant and cover screw with signs of use. Based on the evaluation, and functional testing device malfunction did occur. However, there is no existing actionable trend or non-conformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and likely conforming when it left zimvie. DHR review was completed for the subject lot number (63514464). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63514464) for similar events and no other complaint was identified. Functional testing to recreate the reported event; verified the cover screw doesn¿t disengage from implant. The complaint is related to the functional performance of the device. A definitive root cause could not be determined. However, based on the investigation, IFU and risk file review, the most likely causes determined from the investigation are incorrect assembly of the abutment/mount to the implant (for example, abutment not seated properly; screw not tightened to recommended torque) user error, inadequate instructions for use, improper patient selection. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information was received at the time of this report.